Manufacturer narrative:
The pt reported cartridge leaks that she said were associated with the cartridge recall referred to in the boxes above. However, she reported that the leakage of insulin came from the luer lock end of the cartridge. The cartridges have not been returned to animas. If the devices are returned or when a retained sample is investigated, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Additional lot # b201582.

Event description:
The pt reported that she experienced blood glucose between 300mg/dl and 540mg/dl on multiple occasions. She did not report symptoms of hyperglycemia or the need for medical intervention. The pt noted that on at least two occasions, the luer lock connection felt wet. She does not recall the odor of insulin and said that the connection felt secure each time. She denied moisture in the cartridge compartment, air bubbles in the cartridges, or leakage at the plunger end of the cartridge. The pt stated that she noticed bent cannulas on few occasions and moisture under the infusion set adhesive on many occasions. She reported appropriate infusion site rotation and placement. She revealed several errors with her insertion technique: she places the tubing into the notch before spring-loading the device and she does not twist needle guard before removing it. She denied air or kinks in the tubing; she found blood in tubing a few times and changed the infusion sets as instructed. She confirmed that the bolus and basal delivery history is accurate; the basal rates and bolus settings are correctly programmed. However, the pt said that pump settings may need adjustments; she has an appointment to review them with her health care provider. There were no relevant alarms. There were no diet or exercise changes, no new medications, no weight changes, and no illness. The insulin was clear and not expired; she inappropriately filled cartridges with hold insulin. This complaint is being reported because of insulin leakage with probable causal relationship to the reported hyperglycemia.